Event description:
The customer contacted baxter (B)(4) to report an intermate that had a leak. The device was filled with a meropenem 2000 milligrams in 0.9% sodium chloride. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this product. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.